Event description:
It was reported that the right ventricular lead was giving consistently high impedance and was re-positioned multiple times. When it was removed the helix would not extend again. A new lead was implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular lead was giving consistently high impedance and was re-positioned multiple times. When it was removed, the helix would not extend again. A new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was disengaged from helical channel. There was blood in/on the helix/lobe mechanism.